Manufacturer narrative:
(B)(4). Batch # t9269y. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11 an alert screen was displayed. A probable cause for the device stop activating and to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. In addition, there was an evaluation of an image provided by the account. The image provided by the account is that of an harhd instrument. From the image, it is not clear what the condition of the blade is. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic hepatectomy, the blade tip was broken off. The blade was broken and fallen into the patient¿s body. The surgeon tried to check it, but he could not find it. According to his saying, it happened because this device touched the other¿s electrical device. The patient was not going to follow-up. No bleeding and tissue damage occurred. The patient was discharged from the hospital on (B)(6). Another device was used to complete the case.